Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus europa k.g (oekg). Oekg sent the subject device to a third party laboratory for microbiological testing. [First time; june 24th, 2019] as a result of the testing, the sample collected from the instrument channel of the device tested positive for unspecified microbes (72cfu / channel) and the distal end of the device tested positive for unspecified microbes. [Second time; july 8th, 2019] as a result of the testing, no microbe was detected from the sample collected from the instrument channel, the air/water channel and the distal end of the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to olympus medical systems corp. (Omsc). Omsc reviewed the manufacturing history(DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus was informed that the instrument channel of the subject device tested positive for stenotrophomonas maltophilia and pseudomonas aeruginosa (2720 cfu in the total) during routine surveillance culturing test by the facility. There was no report of patient infection associated with this report.